Manufacturer narrative:
The meter and test strips were requested for investigation. The reporter's meter and test strips were provided for investigation where they were tested using retention lin 3 controls. Lot# 56099216 was tested with meter (B)(4). Vial 1: testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.6 inr, qc 2: 5.6 inr, qc 3: 5.5 inr. Vial 2: testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.5 inr, qc 2: 5.4 inr, qc 3: 5.4 inr. Lot# 55343215 was tested with meter (B)(4). Vial 1: testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.2 inr, qc 2: 5.2 inr, qc 3: 5.3 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). At 11:30 am, the result from meter (B)(4) using test strip lot 55343215 was 1.3 inr. The test was repeated immediately on the meter and the result was 1.4 inr. At 11:30 am, the result from meter (B)(4) using test strip lot 56099216 with expiration date 31-mar-2023 was 2.2 inr. The test was repeated immediately on the meter and the result was 1.5 inr. Warfarin dose was increased based off of the lower meter readings of 1.3, 1.4 and 1.5 inr. Customer is wiping away the first drop of blood and dosing with the second drop of blood. Patient's therapeutic range is 2.0-3.0 inr.